Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter was displaying a message stating to retest with a new test strip. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at an unspecified time on (B)(6) 2018. The patient manages their diabetes with 10mg glipizide and kombiglyze xr 5/1000mg. The patient did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient reported that an unspecified period of time after the alleged product issue occurred they developed the symptoms of ¿shaky hands and frequent urination every 30-40 minutes. The patient stated that they did not seek any form of treatment as a result of these symptoms, however. At the time of troubleshooting the cca noted that the patient was not using the product for the first time, there was no misuse of the device and the issue was not resolved with training. The patient¿s products were replaced. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged product issue began.